Manufacturer narrative:
Evaluated one opened/used reservoir. Perform pre-fill test to reservoir. Checked o-rings/stopper groove for defects and none were found. Conclusion nor air bubbles and leaking anomalies were observed during analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 157 mg/dl at the time of the incident. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place. The customer was unable to finish troubleshoot because they removed the reservoir. The reservoir will not be returned for analysis.